Event description:
The customer reported a leak at the needle of the coulter hmx hematology analyzer with autoloader. The customer indicated that approximately 4 ml of fluid leaked but was contained within the instrument. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and no injury or exposure was reported. No discrepant results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and discovered that the needle bellows were not draining. The fse found a clogged restrictor line connected to pinch valve pv70 and proceeded to replace the restrictor line. The instrument ran without any leaks and repair was verified per established procedures. Failure mode is attributed to a clogged restrictor line through pinch valve pv70. Beckman coulter internal identifier for this report is (B)(4).